Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: during investigation, the pump was returned with a crack alongside the battery compartment. Unrelated to the original complaint, the battery compartment threads were stripped. A test battery cap was able to hold for testing. There was moisture observed in the battery compartment. A leak test failed due to the crack in the battery compartment. The pump was opened and there was moisture found on the force sensor plate. The threads on the battery cap were stripped and unable to secure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.